Event description:
It was reported that the right ventricular lead exhibited oversensing noise, low pacing and defibrillation impedance, and high capture thresholds. It was also noted that the implantable cardioverter defibrillator exhibited oversensing noise. No intervention was performed. The physician requested to continue to monitor. The patient was in stable condition.